Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed the plunger travel test. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a broken plunger case screw hole. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the worn-out clutches were the root cause. The clutches were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.